Event description:
His late MDR is a retrospective filing for an international product with a similar us product. The account stated that the axsym havab 2.0 reagent is generating discrepant results on a patient sample. The initial result was indeterminate (s/co >3) repeatedly even after the sample was subject to a freeze/thaw cycle and centrifugation. The sample was then sent to a reference lab and tested on the architect, the result was reactive (s/co 11.0), the sample was then tested on the axsym in the reference lab and the result was non-reactive ( s/co 0.0). There was no impact to patient management reported.

Manufacturer narrative:
Evaluation (other): samples returned, testing met all specifications. This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. The customer obtained an invalid result (> 3.000 s/co) for a patient sample with axsym havab 2.0, lot number 65482lf00. Even after freezing, thawing and centrifuging of the sample at high rpm the problem persisted. Therefore the sample was sent to a reference laboratory to perform havab testing on architect. The sample was tested with architect havab igg lot number 64307hn00 and a reactive result (11 s/co) was obtained. In addition the axsym havab 2.0 quantitative assay was performed in the reference laboratory using axsym havab 2.0, lot number 64390lf00 and axsym havab 2.0 quantitative calibrators, list number 3c76-01, lot number unknown and a concentration of 0.0 miu/ml was obtained. The master lot release testing for lot number(s) 64390lf00 was performed in 2008. The test data was reviewed and indicated the master lot listed above was released within manufacturing release specifications. Additionally, the performance of lot number(s) 64390lf00 (and any associated sub lots), was investigated by completing a review of manufacturing and testing records for the associated lot(s) of axsym havab 2.0. This review did not reveal any events or issues that may have impacted the performance of the above lot number(s) in relation to the complaint issue. Returned patient samples were tested with axsym havab 2.0 reagent, lot number 64390lf00 was used for the quantitative and qualitative determination of total antibodies to hepatitis a virus and the following results were obtained: 1. Quantitative evaluation: for both samples the concentration was 0.000 miu/ml. 2. Qualitative evaluation: for both samples non-reactive results were obtained (sample 04: 2.51 s/co; sample 05:2.52 s/co). We could repeat your results for the quantitative evaluation (concentration=0.000 miu/ml), but for qualitative evaluation we got non-reactive results in contrast to invalid results you obtained for the respective samples. In addition we tested the samples with architect havab-igg lot number 64270hn00 and obtained reactive results for both specimens (two samples). Thus we could repeat your results for the architect havab igg assay. Further, testing of axsym havab-m 2.0 standard reagent lot number 62590lf00, obtained non-reactive results for both patient samples. Testing with the murex anti-hav (total) assay lot number l118610, resulted in reactive results for both specimens. Taken all test results together, the returned patient samples were categorized as false non-reactive for axsym havab 2.0. Returned patient samples were tested with the retained material (reagent kit stored at abbott laboratories) of axsym havab 2.0 reagent, lot number 64390lf00 together with current axsym havab panels (sensitivity panel) sens./cal. Panel a to f, met package insert claims; calibrators, controls and sensitivity showed values within typical range. A review of control/ sensitivity values showed that final lot approval and retained sample data are comparable and well within the specification ranges. Havab sensitivity, representing the lowest detectable concentration of havab with lot number 64390lf00, still meets the specifications for final lot approval. In addition, a commercially available havab seroconversion panel has been tested and reagent lot 64390lf00 detected the same bleeds as reactive with comparable values as a reference reagent lot. Based on these data it was shown that the sensitivity performance of lot number 64390lf00, is not adversely affected. As part of our investigation we have reviewed the complaint and manufacturing records for axsym havab 2.0 reagent, lot number 64390lf00 and axsym havab calibrators. This review did not identify any problems relating to the customers observation. Based on our investigation, we have determined that axsym havab 2.0 reagent lot number 64390lf00 in combination with axsym havab qualitative calibrator and quantitative calibrators is currently meeting its safety, effectiveness, and label claims. This is the final report.